Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen and will not boot up. A field service engineer found the screen was black, and both the pixie bus cable from the remote manager and the pixie bus cables from the back of the drawers were unplugged. After reconnecting the cables and powering on the station, it flickered heavily. When it eventually powered on, a message appeared indicating that ac power was low, and the station powered off shortly afterward. The fse replaced the power cord, the all-in-one (aio) unit, and the power module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unit had a black screen and failed to boot up. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unit had a black screen and failed to boot up. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.